Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient has low flow at 2.5 lpm and a pulsatility index (pi) of 7.9. The patient also had bradycardia, hypotension and 2 dizziness episodes on (B)(6) 2024. There were no low flow alarms on interrogation. There was concern for right ventricular failure, suction/dehydration, or an obstruction. Lactic acid dehydrogenase (ldh) was within normal limits. The inflow cannula was pointing towards the septum. The log files were reviewed and captured implant data from (B)(6) 2024 and a few other times flows were estimated at 2.5 lpm but were not sustained long enough to trigger an alarm. These occurred on (B)(6) 2024. The cause of the low flow alarms was not identified but it was suspected to be multifactorial, hypotension and right ventricular failure. An echocardiogram was done and saw that the left ventricle had dilated cavity size with severely reduced systolic function. The pump was at 5400 rpm. The left atrium was dilated. The right ventricle was dilated with reduced systolic function. Systolic pressure was increased, 42 mmhg and tricuspid valve (tv) had mild-moderate regurgitation. The patient had continued to have low flow alarms and was being supported on inotropes. The patient was maintaining higher mean arterial pressures on midodrine.

Manufacturer narrative:
Section b2: corrected. Section h6 health effect - clinical code: corrected. Manufacturer's investigation conclusion: the reported pump malposition could not be confirmed. Analysis of the submitted log files was unable to confirm low flow alarms. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The controller event log file contained events from (B)(6) 2024. Three low flow faults were captured on (B)(6) 2024. These faults did not last long enough to product an alarm. A specific cause for these findings could not be conclusively determined through this evaluation. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the onset of the patient¿s right heart failure; however, no additional information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including right heart failure and cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Under "right heart failure", this section also discusses the potential development of right heart failure following implant and outlines the associated treatment options. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
These low flow events occurred on (B)(6) 2024 at 0737 and (B)(6) 2024 at 0649 and occurred at a time when the pi was elevated.